Event description:
Reportedly, the programmer software upgrade consistently fails for the subject programmer and the following message is displayed: ¿error: c:\winnt\system32\riched20.dll ¿ an error occurred while trying to replace the existing file: deletefile failed; code 5. Access is denied¿.

Manufacturer narrative:
Results section: corrected. (B)(4).

Event description:
Reportedly, the programmer software upgrade consistently fails for the subject programmer and the following message is displayed: ¿error: c:\winnt\system32\riched20.dll ¿ an error occurred while trying to replace the existing file: deletefile failed; code 5. Access is denied¿.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the programmer software upgrade consistently fails for the subject programmer and the following message is displayed: ¿error: c:\winnt\system32\riched20.dll ¿ an error occurred while trying to replace the existing file: deletefile failed; code 5. Access is denied¿.